Event description:
Routine complaint investigation identifies a false high blood glucose reading. The user allegedly compared a capillary blood glucose result with a lab reference device. The details of the system's use by the customer are not known. These results under certain conditions, could have adverse clinical effects. No injuries were reported in the field.